Event description:
No additional information was provided.

Manufacturer narrative:
Two photos and a sample of 10 ml ll syringes (p/n 300912) were received and evaluated. The images show close-ups of a syringe with brown foreign matter on the collar of the barrel. Additionally, the sample was received loose and matched the description in the photos. This condition does not meet product specifications. An ftir was performed but the results were inconclusive due to the foreign matter being embedded. The embedded foreign matter is most likely degraded plastic, and it was confirmed by a molding engineer. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. The potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3058842 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter translated from french to english: we have noticed a quality defect on one of our 3p 10 ml luer lock syringes. Ref: (B)(4) / lot: 3058842. You will find attached photos of the problem: brown discoloration of the luer lock tip before use in the patient. We have checked syringes from the same batch at our facility: there was no such problem. Pictures attached in the attachments section.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.